Event description:
It was reported difficulties were encountered during withdrawal of the stiffening cannula from this all purpose drainage catheter following catheter placement in a pancreatic cyst. The catheter and cannula were removed as a unit. Following catheter removal, immediate bleeding of the cyst was noted. Placement of another catheter at that time was not possible due to blood coagulation. Another catheter was placed sussessfully two days later. To date, no pt sequelae has resulted from this event, however, the pt is being monitored. No further details are available regarding the circumstances surrounding this event. A supplement will be forwarded should further details become available. The device has just been received by this MFR. A supplement will be forwarded upon completion of the engineering eval. Without evaluating the device, co is unable to determine the exact cause for this event at this time.